Manufacturer narrative:
The reported event was confirmed as cause unknown. The syringe with the barrel and plunger already separated without tip was received. There was no water left in syringe. No cracks or defects were observed on the barrel or the plunger. A potential root cause for this failure mode could be defective part from supplier. How and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿shape, configuration and principle consist of a balloon catheter with temperature-sensing, urine collection bag for closed drainage system syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezer, waterproof sheet, gauze pads, cotton balls and glove."

Event description:
It was reported that the parts on the tip of the syringe were missing.

Manufacturer narrative:
The reported event was confirmed. Received only syringe with barrel and plunger already separated without tip. Observed there was no water left in syringe. Observed there was plastic debris that was stuck by tape on the gasket surface. It caused a void or channel and water leak out post manufacturing. There is a possibility that this defect was created during moulding or syringe manufacturing process at supplier side. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿shape, configuration and principle consist of a balloon catheter with temperature-sensing, urine collection bag for closed drainage system syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezer, waterproof sheet, gauze pads, cotton balls and glove."

Event description:
It was reported that the parts on the tip of the syringe were missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the parts on the tip of the syringe were missing.